Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator (ICD) had gone into backup mode. High voltage therapies were still available. Cause of the reset and patient status was not provided.